Event description:
Event description guidant received information that this chronic ventricular lead exhibited an out of range shocking impedance measurement. During a lead revision procedure, a stylet was pushed through the lead and upon subsequent manipulation, the lead was torn in half. A portion of the lead remained in the patient.